Event description:
The customer reported that the pediatric images are of poor image quality especially the extremities.

Manufacturer narrative:
(B)(4). The investigation is still ongoing and conclusions will be sent in a f/u report.